Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/30/2018 that on (B)(6) 2018, patient experienced a receiver that refused to display values after two calibrations. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a receiver that refused to display values after two calibrations could not be determined. A root cause could not be determined.